Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's reported "(B)(6) 2020" date of incident. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower values issue when testing on the adc blood glucose meter. On "(B)(6) 2020," the customer experienced dizziness and had hcp contact. An unspecified blood glucose value was obtained on the hcp meter, and the customer was given an injection of insulin (dose unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the freestyle lite meter and the reported complaint. There were no tripped trends that indicate any product related issues related to this complaint. Dhrs (device history record) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a lower values issue when testing on the adc blood glucose meter. On "(B)(6) 2020," the customer experienced dizziness and had hcp contact. An unspecified blood glucose value was obtained on the hcp meter, and the customer was given an injection of insulin (dose unknown) for treatment. There was no report of death or permanent injury associated with this event.